Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the pessary string pulled out during removal. Consumer had to go to gyn to have the pessary removed.